Event description:
The customer reported that the collimator locked up in the closed position. System functionality was recovered by a system re-boot. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was resolved by a system re-boot. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.